Manufacturer narrative:
(B)(4).

Event description:
The physician reported that a vns patient has been experiencing voice and laryngeal issues since implant. The patient later reached out to reporting that they experienced vocal cord paralysis following their vns implant procedure due to laryngeal bruising, and that their vocal cord paralysis has been confirmed by an ent. The patient also reported that after the implant procedure, they could not drink anything, they were lightheaded, and passed out in the ER due to lack of oxygen. The patient still is experiencing hoarseness to date. The patient informed that they are working with their physician to address these events. Further follow up with the physician was attempted; however, the patient is still following up with several other physicians/specialists on these reports; and therefore, no additional information could be provided during the follow up attempts. The physician¿s office did confirm that the patient¿s voice comes and goes but could not provide any additional information. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No other relevant information has been received to date.